Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. Unit received with minor scratches on lcd window. Unit received with broken battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the keypad buttons are not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was 88 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.